Event description:
The customer observed troponin br qc was out of range high for the architect stat troponin-I reagent kit lot 69918un22. The customer received a new lot of architect stat troponin-I, lot 63718un22, ran controls, and controls have recovered in range. On (B)(6) 2022, the customer provided patient results generated on an architect i1000sr analyzer using the architect stat troponin-I reagent kit lot 63718un22. The customer ran patients on this lot from (B)(6) 2022 until (B)(6) 2022. During this time, the customer obtained two falsely elevated patient results. The customer¿s normal range is 0.00-0.09 ng/ml. The following results were provided: (B)(6) initial result = 0.643 ng/ml, no repeat testing, no history; (B)(6) initial result = 0.106 ng/ml, repeat testing at sister site = 0.08 ng/ml, no history. It is unknown if the samples that were run are hama or rf positive. No impact to patient management was reported.

Manufacturer narrative:
It is unknown if the samples that were tested were hama or rf positive, therefore this incident is conservatively being reported as related to 1415939-07/30/22-002-r. The investigation to-date from fisher diagnostics identified that the manufacturing process order instructions were not clear to manufacturing personnel. Appropriate corrective action(s) will be deployed for any additional contributions to causes subsequently identified in the ongoing investigation. Abbott is responsible for execution of this remedial action and a product recall letter was sent to all customers in receipt of the impacted lot of architect stat troponin-I reagent, ln: 2l41-27, lot: 38718un22 informing them of the following actions: immediately discontinue use of architect stat troponin-I, list number 2k41-27 lot number 63718un22 and destroy all inventory of lot 63718un22 according to their laboratory procedures. Contact customer support to order replacement material. Review the product recall letter with their medical director or laboratory management and follow their laboratory protocol regarding the need for review of previously reported patient results using lot number 63718un22. Continued information from patient identifier: (B)(6). All available patient information was included. No additional information was provided.